Manufacturer narrative:
The field service engineer replaced a damaged rinse tube, checked the probes, performed mechanism checks, and cleaned the probes and waste lines. The customer ran qc with acceptable results. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of a questionable high hdlc4 hdl-cholesterol plus 4th generation result from the cobas 6000 c501 module. The initial result was 3.02 mmol/l with a data flag and was reported outside of the laboratory. The first repeat result was 0.98 mmol/l with a data flag. The second repeat result was 0.95 mmol/l with a data flag and was reported outside of the laboratory as 1.00 mmol/l. The questionable result was reported outside of the laboratory. The reagent lot number was 567789. The expiration date was requested but was not provided.